Manufacturer narrative:
The patient's age and weight were not provided. Device unique identifier (UDI) # (B)(4). Approximate age of device 3 days. The event occurred in (B)(6) . No additional information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
On (B)(6) 2016, the patient was implanted with a heartmate ii left ventricular assist device (lvad). On (B)(6) 2016, the patient was extubated and was progressing normally. The patient was on IV heparin anticoagulation. During the early morning hours of (B)(6) 2016, the patient was noted to have left-sided paralysis and garbled speech. A head CT scan showed a thrombotic right-sided cerebrovascular accident. On (B)(6) 2016, the patient's respiratory status declined acutely and the mean arterial pressure was extremely low in the 30s mmhg and the lvad system controller was sounding low flow alarms. The patient required re-intubation, vasopressor infusion rates were increased, and the set pump speed was changed from 9200 to 9000 rpm, after which the patient stabilized. No additional information was provided.

Manufacturer narrative:
The report of low flow alarms was confirmed through the evaluation of the submitted system controller log file. Multiple low flow hazard alarms occurred on (B)(6) 2016 between 08:19-08:49; however, a correlation between the device and the reported thrombotic right-sided cerebrovascular accident could not be conclusively determined. Stroke and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.